Event description:
Per journal article: comparison of single absorbable tacker vs. Conventional method in fixating the mesh in bilateral inguinal hernia undergoing laparoscopic transabdominal preperitoneal (tapp): a randomized control trial study. A randomized clinical trial has been conducted on 81 patients undergoing bilateral inguinal hernia repair through laparoscopic total abdominal preperitoneal (tapp). Mesh 15 x 10 polypropylene (3d max light bard mesh) was applied through the 10 mm trocar. The patients were randomly assigned into one of the mesh fixation groups including single absorbable tacker (group s) (n = 41) and conventional method (group c) (n = 40). The postoperative complications for group s: seroma, n (%) 4/40 (10); hematoma, 0; chronic pain. Group c: seroma, n (%) 3/40 (7.3); hematoma, 1 (2.5); chronic pain. This study demonstrates that a single absorbable tacker was generally superior to the conventional method considering its less pre- and postoperative complications. However, the two methods did not differ regarding 1-year follow-up qol. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients experienced post operative complications of seroma, hematoma and pain. The information obtained is limited to the content of the article. The purpose of the study was to compare single absorbable tacker vs. Conventional method in fixating the mesh. It cannot be determined to what degree, if any, the use of the bd/bard mesh to treat the patients contributed to the adverse outcomes reported in the article. The article does not report any specific device malfunction or post-op complications were caused or contributed to the use of the 3dmax light mesh. The adverse reaction section of the instructions-for-use, supplied with the device identifies seroma, hematoma and pain as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (10-mar-2023) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.